Manufacturer narrative:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed loss of prime alarms with zero force.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.